Event description:
It was reported that oversensing was noted on this lead. It was capped and a new lead was implanted.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between (B)(6) 2023 and (B)(6) 2024 recorded the stable pacing impedance around 450 ohms with an increase to around 700 ohms at the end of the recording period. Furthermore the shock impedance trend showed a stable values around 80 ohms. The analysis of the provided iegm episode no. 107 revealed artifacts on the rv channel which led to oversensing and an ICD charging cycle. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.